Event description:
An article titled ¿vagus nerve stimulation in the treatment of drug-resistant epilepsy in 29 children¿ was published on 01/11/2016 which included adverse events and device malfunctions involving 6 vns patients. Three patients presented infections and received intravenous antibiotic therapy, but the device had to be removed in 2 patients. Two patient¿s devices were disabled due to leads broken; one patient underwent lead replacement surgery; no replacement was performed in the other case with infrequent seizures. The present manufacturer report, # 1644487-2016-01108, involves the patient who had his/her device disabled due to lead break but did not undergo surgical intervention, with infrequent seizures. Manufacturer report # 1644487-2010-01513 involves the patient who had his device disabled due to lead break and underwent surgical intervention. Manufacturer report # 1644487-2016-01111 involves the patient one who received intravenous antibiotic therapy due to an infection and underwent explant surgery. Manufacturer report # 1644487-2016-01110 involves the patient two who received intravenous antibiotic therapy due to an infection and underwent explant surgery. Manufacturer report # 1644487-2016-01109 involves the patient three who received intravenous antibiotic therapy due to an infection.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong event description for the event.

Event description:
An article titled "vagus nerve stimulation in the treatment of drug-resistant epilepsy in 29 children" was published on 01/11/2016 which included adverse events and device malfunctions involving five vns patients. Three patients presented infections and received intravenous antibiotic therapy, but the device had to be removed in two patients. Two patient's devices were disabled due to leads broken; one patient underwent lead replacement surgery; no replacement was performed in the other case with infrequent seizures. The present manufacturer report, # 1644487-2016-01108, involves the patient who had his/her device disabled due to lead break but did not undergo surgical intervention, with infrequent seizures. Manufacturer report # 1644487-2010-01513 involves the patient who had his device disabled due to lead break and underwent surgical intervention. Manufacturer report # 1644487-2016-01111 involves the patient one who received intravenous antibiotic therapy due to an infection and underwent explant surgery. Manufacturer report # 1644487-2016-01110 involves the patient two who received intravenous antibiotic therapy due to an infection and underwent explant surgery. Manufacturer report # 1644487-2016-01109 involves the patient three who received intravenous antibiotic therapy due to an infection.